Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the adhesive was loose on the pod. As treatment the patient replaced the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be conclusively determined. The exposed portion of the soft cannula was observed to be flattened. It is unknown how or when this damage occurred. During the investigation, fluid was observed to freely pass through the fluid path. No timeouts or drive stalls were seen in the download data.